Manufacturer narrative:
The device was sent to (B)(4). Additional info could be provided upon completion of the technical investigation.

Event description:
It was reported that "thd doppler probe had a connection problem with thd machine system. Another doppler probe was opened to complete the treatment."